Event description:
It was reported that there was a lead warning due to low impedance paces. After changing to unipolar, the lead impedance was higher in unipolar than in bipolar. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.